Event description:
This rv lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 stating that this lead was involved with eroded, open pocket arid the whole system extracted. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).